Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 13 years ago. Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient reports that the hole eliminator has dislodged from the cup. No revision has been performed at this time.